Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the up and the back button and the arrow down buttons were unresponsive and it was an intermittent problem. The customer's blood glucose level was unknown at the time of the incident. The customer noticed couple of days ago that they had a hard time making a selection when hitting the back button and the down button on the insulin pump. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input.. The customer stated that the issue does not happen all the time only once in a while when they were programming a bolus. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.